Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd alaris smartsite low sorbing sets experienced flow issues. The following information was provided by the initial reporter: customer states they have been having issue with the extension set 10013902. A few nurses have reported they have not been able to prime the 0.2 micron filter on this extension set.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. It was reported by the customer that the extension set was difficult to prime. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 10013902 lot number 22039225 was performed. The search showed that a total of 17,603 units in 1 lot number was built on 30mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd alaris smartsite low sorbing sets experienced flow issues. The following information was provided by the initial reporter: customer states they have been having issue with the extension set 10013902. A few nurses have reported they have not been able to prime the 0.2 micron filter on this extension set.